Event description:
The customer reported that there was a power outage and the central nurse's station (cns) rebooted on its own. The central nurse's station (cns) was fine but there were 8 tele beds showing constant signal loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported they had a power outage and that the central nurse's station (cns) rebooted on its own. The cns came back up, but eight telemetry transmitters were showing constant signal loss. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause to be due to the customer's environment (power loss). The customer acknowledged that a power outage occurred, causing the cns to reboot resulting in signal loss. The customer confirmed finding that the ups powering the org had failed during the power loss in the network closet. The customer restored power to the org with a good power source resolving the issue. No further details were provided.

Manufacturer narrative:
The customer reported that there was a power outage and the central nurse's station (cns) rebooted on its own. The central nurse's station (cns) was fine but there were 8 tele beds showing constant signal loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was a power outage and the central nurse's station (cns) rebooted on its own. The central nurse's station (cns) was fine but there were 8 tele beds showing constant signal loss. No patient harm was reported.